Manufacturer narrative:
On aug 22 2021, additional information was received indicating the patient aslo experienced several unexplained systemic symptoms including hashimotos, brain fog, joint pain, dry eyes, and lethargy. The date of event was identified as (B)(6) 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon secondary/clinical review of the file, h6. Health effect - clinical code e1403 (breast mass) has been removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentin with 550cc smooth mentor memorygel breast implants experienced bilateral breast pain and breast mass postoperatively. As a result, the patient underwent explantation without replacement on (B)(6) 2021. This medwatch report is for the left-sided implant.

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 550cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 6922518 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).